Manufacturer narrative:
One level 1 hotline low flow system was returned in poor condition. There was a damaged enclosure, front cover, tank cover, pole clamp and plate clip. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported issue was able to be confirmed. The issue was caused by cracks near the drain fitting and a cracked tank cover. No action was taken to fix the issue due to the device's age and the returned condition.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking water and the reservoir had cracks. There was no patient involvement. The unit was dropped in sterile supply.